Event description:
It was reported that the patient has expired after a implant duration of approximately 0.8 months. Through the death certificate, it was learned that the immediate cause of death was due to mesentric infarction, due to or, as a consequence of ventricular assist device, due to or, as a consequence of aortic valve replacement. Per the operative report of 2009, it was noted that after the procedure was performed, the aortic leaflets were freely opening without difficulty. The patient then was taken to the cvsu in fair condition.

Manufacturer narrative:
Mesenteric infarction. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. The device is unavailable for return as it was not explanted. This was determined reportable per edwards lifesciences procedures.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. Patient previously had a device explanted. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information, operative reports, and a copy of the death certificate was received. A device history record review is in process.